Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of patient made mistake/break in aseptic technique and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date, a break in aseptic technique occurred described as patient made mistake. On (B)(6) 2010, the patient was diagnosed with peritonitis, not requiring hospitalization. On (B)(6) 2010, the patient began treatment with vancogen 1 grams ip once daily and amikacin 150 gram ip once daily (reported as continuing). The outcome of the peritonitis was not reported. Pd therapy continued.